Manufacturer narrative:
One used device was returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. During functional testing, the alarm repeated. The extension set was removed and attached to an air source in attempts to dry out any potentially wetted out filter. The extension set was reattached to the cassette and priming was reattempted. The alarm repeated. The filter was cut off the set and priming was reattempted. The set primed without any alarms. The complaint of blockage alarm can be confirmed. The probable cause is due to filter saturation leading to partial/complete flow occlusion. The IFU states: "the recommended maximum duration of use is 24 hours or 2l, whichever comes first".

Event description:
It was reported that a blockage alarm was briefly sounded during administration but was quickly resolved. The event occurred during patient use/administration at patient's home. There was no reported patient harm/adverse event.